Event description:
The customer reports that there is a leak at the inner cannula. The reporter cannot confirm if this was discovered during patient use resulting in non routine recannulation of a replacement tube. Multiple attempts have been made to collect further information.

Manufacturer narrative:
Pending receipt of the sample.